Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional "deflation". Later healthcare professional reported hole in valve. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation /valve leak and/or damage: observed delamination of diaphragm valve assessed as adhesive failure and one opening on adhesive failure assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional "deflation". This record is for the right side. Device was explanted.